Event description:
It was reported that the patient had worsening fatigue/weakness for 2-3 weeks. The patient reported normal stools and no overt signs of bleeding. The patient also reported left-sided chest pain which was unresolved with medication. The patient was unable to drive due to weakness and was brought to the emergency department (ed). The patient had a history of chronic driveline infection and multiple debridement. The patient was approved for transplant. The patient was seen in the ed overnight and given 1 liter of fluid. The patient spiked a fever of 101 on the morning of (B)(6) 2025 with increased malaise and chest pain. The coordinator performed a dressing change in the ed. The patient was at status 3 due to chronic driveline infection. The patient underwent a transplant on (B)(6) 2025. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Driveline infection was previously reported for this patient under MFR #: 2916596-2024-02468.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer¿s investigation conclusion: a specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Review of the submitted photo captured evidence of discharge from the patient¿s exit site, consistent with the reported driveline infection. The patient ultimately received a heart transplant after being elevated on the transplant list due to their chronic driveline infection. The device reportedly functioned as intended and will not be returned for evaluation. The relevant sections of the device history records for vad-59713 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate ii lvas IFU, rev. A and the heartmate ii lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, or pump pocket), that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, "patient care and management", also lists infection as a potential late postimplant complication. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. Furthermore, several sections of the heartmate ii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.